Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that the customer had air bubbles in their reservoir. The mother stated they have called before in regards to the air bubbles. The mother stated the remedies were not effective. The mother also reported they were pre-filling the reservoir 24 hours in advance and storing the filled reservoir at room temperature. Customer's blood glucose was over 270 mg/dl. The mother declined to return the reservoir for analysis.